Manufacturer narrative:
The patient was presented to the electrophysiology (ep) laboratory for a device replacement and assesment of the rv defibrillation lead. A replacement non-boston scientific device was connected to the chronic rv defibrillation lead. Following delivery of a commanded 15 joule shock, a less than 20 ohm shock impedance was recorded. Further investigation identified a significant cut in the lead which likely occurred during the previous implant procedure. The replacement non-boston scientific device and boston scientific rv defibrillation lead was removed. A replacement non-boston scientific device and rv defibrillation lead were implanted. No further issues or adverse events were reported. The explanted device and lead are enroute for laboratory testing.

Event description:
Boston scientific received information that this patient's device was interrogated during an in-clinic followup and two error codes (error code#1004 and error code#1007) were displayed. Boston scientific's technical services (ts) explained to the clinic nurse and local representative that the codes represent a shorted condition and an exceeded charge time out. Ts was informed that the patient was symptomatic (nauseated) after receiving two shock therapies. The shorted condition occurred following delivery of the first shock and the second shock resulted in the charge time error and declaration of end-of-life. Technical services explained that the shorted condition associated with low impedance may have damaged the device. The clinic nurse was informed that the patient may not be protected and the root cause is usually attributed to a primary lead issue. Ts commented that upon removal, arc marks on the device casing may be visible. Subsequently, the local representative contacted ts to report that the device is providing vvi pacing at 50 bpm. Ts explained that the therapy availability could not be guaranteed once a shorted condition occurred. Ts suggested that the physician should considered replacing both the device and right ventricular (rv) defibrillation lead. Boston scientific received information that this patient was being referred to undergo an invasive revision procedure and will be admitted to the hospital for monitoring prior to the procedure. Boston scientific's warranty department received a message from the local representative that this device was in safety core mode and had been implanted for one year. The warranty consultant discussed warranty guidelines on both the device and lead.

Manufacturer narrative:
The lead was put through and passed electrical continuity testing. Visual inspection found that the lead's insulation was damaged. Magnified visual inspection found that the rate sense (rs) negative coil and both high voltage (hv) cables are exposed. Both hv cables showed signs of arcing damage (33 cm from the is-1 terminal pin). Internal insulation damage was evident to all three lumens. The damage to the lead appears to the result of a localized compression abrasion. The location and type of damage was likely the result of entrapment in the clavicle/ first-rib region.